Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display with red flashing light beside the back arrow. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was cracked. Customer stated that insulin pump was exposed to moisture. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. Customer was declined to troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.